Event description:
The customer reported a pacer equipment malfunction message in testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a pacer equipment malfunction message in testing. There was no patient involvement. The device was evaluated at philips. The reported symptom was reproduced. The therapy pca was replaced to resolve the issue.